Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine and morphine, both of an unknown concentration and at an unknown dose via an implantable infusion pump. It was reported that the patient's pump that was implanted in 2005 had to be replaced in 2011 because the catheter was plugged. No further information was reported at this time.